Event description:
Risk manager reported a "chunk of the slip luer broke off" when the nurse was disconnecting the tubing for the patient to get up to the bathroom. There was no harm to patient. No medical intervention was required. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.